Event description:
The versed 5 mg/5ml size vials spontaneously broke below the label with a complete break. Photos are available. The blue background for these photos is a dense foam liner that is used in the plastic box to pad for possible bumps, etc. There is less than a inch clearance between the foam and top of box with the vial of versed. The box also is packed with one syringe in its plastic case, one needle in its wrapper (paper), there are two 5 mg vials of versed and one small (1 ml) vial of morphine in this case. The case is thick plastic and engineered to be pretty indestructible. The vials are visible through the top of the box for purposes of identification and that the box is appropriately stocked as expected. The box has a numbered lock on it that has to be broken to access the medications. A log book is kept for reliability that a lock was not removed and destroyed then a new lock applied. The log and boxes (multiple ambulances) are checked at least weekly since this started.the box is in a side pocket of a standard padded carrying bag about the size of what fits in an airplane overhead. The end pocket is not padded where this box is stored. The medication is used by ems in ground ambulances. We do not use this medication very often. The vials outdate before use fairly frequently. There have been 4 reported incidents of breakage prior to this event.there would be virtually no way any medication could be recovered (for diversion) after the vial breaks as the foam padding would absorb it. ======================manufacturer response for medication vial, midazolam vial ndc 0409-2305-62======================will investigate problemthe reporter indicated there were no patient consequences as a result of this incident. They did not note any visible fault in the vials. They added the padding to the box to prevent the vial breakage last year. Since then they had three more incidents. They have not observed breakage of the morphine vial also stored in the box. A visual inspection of the vials is conducted prior to placing the vial in the box and subsequently. The vial can move inch to touch the top of the box and around the box.